Event description:
It has been reported to philips that the allura system's memory was full and x-ray was not possible. The system was in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was indicating the memory full. Upon functional testing the fse found that the image disk full and could not enable x ray. Fse recreated disk and restarted the system. After recreation t of the image disk and restart of the system, the system was returned to use in good working order. The codes were updated based on the investigation outcome.